Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that insulin pump alarmed failed battery test. Customer¿s blood glucose was unknown at time of incident. Customer's father performed troubleshoot for failed battery test but it did not resolve the issue. Customer's father reported that the failed battery test alarm recurred after inserting a new battery. Insulin pump will be returned for analysis.